Manufacturer narrative:
It was claimed that internal leakage test failed. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the inspiratory pressure transducer printed circuit board (pcb) has been checked and replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure.   In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 830164